Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic treatment for hernia repair, the equipment misfired staple. Another device was used to complete the case. There was no patient injury.